Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Instructions for use addresses setting of parameters for flow, power and watts and outlines guidelines for potential causes of alarms. Guidelines include assessment of the patient and device status and the related potential actions there are no apparent contributing clinical factors to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that by medical personnel that a patient went to the clinic for a check up on (B)(6) 2016. The vad coordinator changed the speed on the primary controller and when the speed was changed on the back-up controller it would not receive power from the ac adapter or batteries. The site exchanged the controller with no reported consequences or impact to the patient. No additional information provided.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of no power was confirmed through visual inspection and functional testing. Analysis of the devices revealed that the devices failed to meet specifications; the devices failed visual examination due to a displaced contact block at the connector port. The confirmed malfunction is related to the reported event of no power. The most likely root cause of the reported event can be attributed to a wiring failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.